Event description:
It was reported the device displayed "maintenance due" alarm which will not shut off. No patient injury was reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during preventive maintenance or performance verification.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced clock battery and downstream occlusion sensor. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.